Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 189 mg/dl. The customer stated the drive support cap is loose. The customer insulin pump was replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to loose motor support disk causing the home switch to misalign with the motor slide pad. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to motor error alarm. The motor was tested outside of the device and passed the motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and missing the end cap sticker.